Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by customer that bd phaseal injectors involved in the two recent leaks. Verbatim: material # 515056. Batch # unknown. Bd phaseal injectors involved in the two recent leaks. Both packaged together so putting with the same pir but one is for a locking injector and the other is for a non-locking injector. Both utilized on take home patient pumps. One patients had a drop leak on shirt the other had white residue left over at connection site. Both were utilizing blue infusion clamps additional information: in both cases below, a leak was noted between the luer connection of the injector and tubing. The tubing belonged to bd and was returned with (B)(6). There was no adverse event or serious injury to the patient or healthcare professional. In both cases, the patient had gone home with a cadd pump containing 5 fu chemo and returned to clinic with a concern for leakage.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one n40-o locking injector assembled with a c35-o connector, along with an m25-o infusion clamp and a home-infusion cassette, was provided to the quality team for investigation. The products were thoroughly inspected, and no damage or defects were observed on the optima injectors luer cone or luer threads. However, it was noted that the n40-o injector had not been fully assembled with its mating tubing. Throughout the manufacturing process, the product undergoes multiple inspections to ensure device quality and functionality, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the quality teams investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears this incident most likely occurred due to improper assembly of the infusion tube onto the n40-o luer threads, resulting in an unstable connection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.